Event description:
Per the clinic, the patient was hospitalized(date not reported) for four days, subsequent to explantation/ reimplantation surgery on (B)(6), 2012. The infection was resolved, and the implanted device remains. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
The patient was hospitalized (B)(6) 2013 due to a post operative urinary tract infection. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.